Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had been experiencing high blood glucose levels for several days leading up to the call. Blood glucose level at the time of the call was 548 mg/dl. During a follow up call, customer stated that the high blood glucose levels were persisting. Blood glucose level at the time of th incident was 600 mg/dl, which was treated with manual injection. Blood glucose level at the time of the call was 320 mg/dl. Troubleshooting did not show any malfunction of the insulin pump, but the customer requested that the device be replaced. Customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The pump passed the functional tests, including self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime, off no power and excessive no delivery tests. The pump was programmed with a test mini link and the glucose sensor simulator. The pump communicated properly with a glucose sensor simulator and displayed the 100 mg/dl value properly on the display graph. The pump was also programmed with a test glucose meter. The pump communicated properly and recorded the 49 mg/dl value properly from the glucose meter. All operating currents were within specification. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a cracked belt clip slot, cracked battery tube threads and a cracked display window.